Event description:
The complainant reported that a patient on impella cp support was extremely hypovolemic with thick left ventricle walls and could not achieve flows above 2.7 liters per minute (l/min) initially, later dropping to 1.5 l/min despite support. The patient experienced progressive deterioration, including limb ischemia, acidosis, significant bleeding requiring multiple transfusions and blood products, and a drop in hemoglobin to 6 and platelets to 34. The patient developed idiopathic ventricular arrhythmias and experienced four episodes of ventricular fibrillation requiring defibrillation. Despite interventions with fluids, vasopressors, amiodarone, and lidocaine, the patient expired while on impella support.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Major bleed: the cause of the bleed was unable to be determined due to insufficient clinical details. Thrombocytopenia, arrhythmia, ventricular fibrillation, ischemia: the cause of the injury was unable to be determined due to insufficient clinical details. Cardiac arrest, resuscitation: the cause of the injury was unable to be determined due to insufficient clinical details. Patient anatomy or condition prior to therapy: the cause of the patient anatomy or condition prior to therapy was most likely patient condition related. Device history review: the device passed all post sterile inspection checks.